Event description:
It was reported during in clinic follow up that the atrial lead exhibited a loss of capture. Imaging confirmed the lead had dislodged. Repositioning was attempted, but unsuccessful as the lead helix failed to extend and was found to be bent. The lead was instead explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and helix damaged. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed while the reported event of helix damaged was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was stretched, bent, and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. The helix mechanism/extension length test couldn¿t perform due to the damaged helix consistent with procedural damage.